Event description:
The clinic reported that a laser vision correction patient presented with striae in left eye post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation. Patient admitted to rubbing left eye 1st night following treatment and that he went to sleep with sunglasses and didn't put on the protective shields. On (B)(6) 2015, it was reported that patient striae and foreign body sensation had resolved and that on (B)(6) 2014 patient had flap lift and rinse performed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.